Manufacturer narrative:
D10: 300-01-14 - equinoxe humeral stem primary press fit 14mm (B)(6). 320-06-42 - glenosphere 42mm (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg (B)(6). 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0 (B)(6). 321-52-07 - 3.2mm drill bit sterile (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial left rtsa approximately 21 months ago. Subsequently, it was reported that the patient experienced recurrent dislocation which they were able to self-reduce. As a result, the patient underwent a left shoulder revision approximately 16 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected h6: corrected investigation clinical codes. H10: corrected.